Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was placed on (B)(6) 2015. According to the complainant, during the removal of the device on (B)(4) 2016, the internal bolster detached from the tube and remained in the stomach. Reportedly, the detached bolster was left inside the patient's stomach as the physician believes that it will pass naturally. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device revealed heavy residues present on the device indicating use and handling. Remnants of the bolster remained on the end of the tubing and the distal end presented no tearing. Moreover, the distal end of the tubing has swellings. The internal bolster was not present and was not returned for analysis. It was noted that the condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. The reported failure (bolster detached) appeared to have occurred while undergoing shear force during removal from the patient. Because the internal bolster was not returned for evaluation and based on all gathered information, the investigation fails to determine a definite root cause. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was placed on (B)(6) 2015. According to the complainant, during the removal of the device on november 4, 2016, the internal bolster detached from the tube and remained in the stomach. Reportedly, the detached bolster was left inside the patient's stomach as the physician believes that it will pass naturally. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was placed on (B)(6) 2015. According to the complainant, during the removal of the device on (B)(6) 2016, the internal bolster detached from the tube and remained in the stomach. Reportedly, the detached bolster was left inside the patient's stomach as the physician believes that it will pass naturally. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received as of january 9, 2017. The correct date that the securi-t percutaneous replacement gastrostomy tube placed was on (B)(6) 2016.